Manufacturer narrative:
The lot number for the device was provided and a lot history review was performed. The device was not returned for evaluation, therefore the investigation is inconclusive for the reported issue. The definitive root cause has not been determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0700615 catheter allegedly experienced a suction issue. This information was received from one source. One patient was involved and there was no reported patient injury. The female patient is (B)(6) years old and weighs (B)(6) pounds.